Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece. External insulation abrasion exposing the outer coil was noted at 21.4 cm to 21.8 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.